Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No device malfunction identified. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device will not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the patient underwent a rtsa procedure and about a year later, the component shifted, resulting in the screw breaking in half. The head of the screw (part: unknown at time of initial call, (B)(4)) was still in the glenoid component. A revision surgery was performed on (B)(6) 2018 with the same surgeon. The surgeon explanted the broken screw fragments as well as the glenoid component and replaced it with an another arthrex device however, the adaptor, ar-9502-36arca (lot 261524, (B)(4)) would not seat in the cup correctly. A device from a different manufacturer was opened and used to complete the revision with no adverse effect to the patient. Follow-up investigation: it was reported that patient was in some pain due to the glenoid component loosening. The same surgeon performed both the original and revision procedures. Patient was an (B)(6) female, (B)(6). Based on the original implant part numbers and the event description the most likely part number of the broken screw is ar-9145-36 lot 160063910 ((B)(4)). The following implants were removed on (B)(6) 2018: ar-9145-36 lot 160063910, ar-9165-20nl lot 10070244, ar-9145-30 lot 160078810, ar-9504s-04 lot 160045012, ar-9502f-36cpc lot 160085103, ar-9501-09cpc lot 160053712, ar-9503s-03 lot 160016609, ar-9120-01 lot 160067412.